Event description:
Mercury medical was made aware of an article regarding a mercury medical "upsher" laryngoscope handle that was hot to the touca after the blade was removed. No patient involvement or injury.